Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated their urgency and frequency had increased. They changed the program and adjust the amplitude. The sudden change in therapy, urgency, frequency, soreness, and trouble sleeping had been resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who was experiencing soreness at the implant site as well as a sudden loss of therapy. The caller reported that since implant the patient has experienced soreness at the implant site, but on (B)(6) 2017 the patient experienced "a lot of urgency and frequency" so the patient attempted to increasing stimulation, but the increased stimulation did not help. The patient initially also reported not feeling stimulation when therapy was confirmed to be turned on. When the patient increased stimulation from 0.6 to 0.7 on program 1 the patient felt stimulation too strong so the patient changed to 0.6 on program 2. The patient stated that stated that the new setting was still not helping their symptoms and reported that the night prior to the call the patient had to take a sleep aid in order to fall asleep. The patient was assisted with increasing stimulation from 0.6 to 0.8 and the patient stated that they would try that setting. The lack of stimulation sensation was resolved during the call. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms do not resolve. Patient status is u nknown at the time of this report.